Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was not functioning and was defective. It was noted that the device did not make air passage and the reverse trigger was locked. It was further noted that due to the defect, it was concluded that the equipment was locked because the sealing rings and bearings were damaged, and there was excess liquid residue inside and signs of oxidation. It was further determined that the device failed pretest for check for air leak, check starting behavior, check for excessive noise, and check for untrue running. It was noted in the service order that the device did not pass the air and there was a problem in the reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the (B)(6) of an unknown month in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.